Event description:
It was initially reported through an implant card that the patient underwent full revision surgery. Follow up with the surgeon revealed that the patient underwent full revision surgery as his lead had a fracture and diagnostics showed high lead impedance. Patient also showed an increase in seizures which the surgeon believed was related to high impedances. X-rays were taken and fracture was seen. X-rays were not available for manufacturer review. Patient manipulation or trauma was not reported by the patient. Surgeon did not know when the last good diagnostics results were obtained; however, a fracture was seen in the surgery during explantation. Explanted products were discarded by the hospital.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.